Event description:
It was reported that a spectrum iq pump did not infuse primary tube antibiotic. It was stated that at the end of the infusion that the medication did not deliver. The event happened during medication treatment at the progressive care unit (pcu) - intensive care unit (ICU) / critical care unit (ccu) hybrid area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested for flow accuracy and found to deliver with -4.2128% error which is within specification. A review of the vent history log was performed. The customer reported that the event occurred on (B)(6) 2022 , however there are no events recorded on that date. The last day of recorded events is (B)(6) 2022, however an infusion matching the customer report was not found. On (B)(6) 2022 , an infusion of cefepime(maxipime) was programmed in the 'med surg' care area, which may be what the customer is referring to. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The device was found the flow accuracy test within specification. No causality was identified and no correction required. Based on the results of the sample analysis, the reported problem was not due to device malfunction of the spectrum infusion pump; however, it cannot be definitively confirmed if use error caused or contributed to the event. There is currently an open field action (fa-2021-056) associated with reinforcing proper intravenous (IV ) line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.